Event description:
It was reported to boston scientific corporation that an advantage fit sling system was implanted on (B)(6) 2010. According to the patient, very early on post-procedure, she experienced right-sided groin pain, fatigue and muscle cramping. Reportedly, the patient has right quadricep atrophy and damage to her femoral artery. The patient states she ¿can't walk¿ due to her complications. She was prescribed vicodin and another unknown medication for the pain and cramping. She continues to take vicodin and is scheduled to have the mesh completely explanted on (B)(6) 2013, although the physician reportedly noted to the patient that all of the patient's complications had nothing to do with the advantage sling. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
According to the patient on (B)(6) 2013, the scheduled device explantation procedure was performed and four weeks post-removal she felt "one hundred times better." She regained the ability to walk and had only slight nerve pain and minimal swelling. She stated the physician believed her inability to walk was caused by the mesh adhering to the pubic bone on the right side.